Event description:
The complainant reported a patient in post -op was implanted with an impella rp device for mechanical circulatory support. The patient went into atrial fibrialtion overnight, team unable to control rhythm despite multiple cardioversions and amio bolus and drip. Overnight impella purge suction increased, motor current increased, and flows dropped to 0 over approximately 8 minutes time. Pressor requirements increased during time of low flow. Position unchanged. No acute signs or symptoms of hemolysis. On (B)(6) 2025 micron filter broke off purge side arm. Side arm bypassed by blunt tip needle. Patient successfully weaned and explanted this morning despite stable sidearm bypass in place.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.